Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system stopping atypically was not confirmed; however, flow- and pressure-related alarms that prompted an equipment exchange were confirmed via the log file that was extracted from the returned centrimag console (serial number (B)(6), evaluated separately). The system was observed to be operating around ~3200 rpm / 3.0 lpm on the reported event date of 08sep2023. On 08sep2023, multiple alarms regarding the patient¿s flow and pressure values became active (f3: flow below minimum, p4: pressure 1 below minimum, p5: pressure 2 below minimum). The patient¿s flow values decreased to approximately ~2.0 lpm during this time; however, the motor remained operational at ~3200 rpm. The patient¿s set speed was manually ramped down to ~2450 rpm approximately 2 minutes later, and the patient¿s flow value was ~0.8 lpm at this time. Then, the set speed was observed to have been manually ramped down to 0 rpm approximately 2 more minutes later to perform the reported equipment exchange. The console was not observed to be in patient use after this time. No other notable events were observed. The returned centrimag motor (serial number (B)(6)) was functionally tested at the european distribution center and at the product performance engineering department and was found to perform as intended. The motor operated at various speeds for extended periods of time, even when the motor¿s cable was manipulated throughout its length and at both bend reliefs, and atypical events were unable to be reproduced throughout all testing. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Centrimag motor IFU (rev. F) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. The 2nd generation centrimag system operating manual (rev. L) section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including flow- and pressure-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag pump stopped working. An exchange was undertaken within 5 minutes. No patient injury was reported. Console MFR # 3003306248-2023-05079.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.